Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified using the provided photograph. The cause of the condition could not be determined; however, this has been identified as raw material issue (cap from supplier), and as such this issue is being escalated to supplier. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak through a crack in a minicap. There was no patient injury or medical intervention reported. No additional information is available.